Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. Customer loaded a new cartridge to resolve the issue and continued to use pump for insulin delivery.